Event description:
During the procedure, the sheath snapped in half at the hub when trying to remove it from the patient. Vascular surgery was called who snared the distal end of the sheath and then closed the incision. All pieces were removed and the patient was stable.

Manufacturer narrative:
Corrected data: h2 & h6.

Manufacturer narrative:
Additional information: g3, h2, h3. Two images were submitted for evaluation to product performance engineering; no device components were returned. An event of physical damage was reported. The introducer appeared to be fractured and detached. Visual inspection was based solely upon a review of the photographs provided. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.